Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. The physician direct stented a taxus express2 2.5x24mm drug eluting stent to the 70% stenosed lesion located in the mid left anterior descending (lad) artery. The stent was deployed at 12 atms with excellent angiographic results and no residual stenosis. No patient complications occurred. Patient status post procedure was stable. Aspirin and plavix were prescribed. Medications used during this procedure include; integrilin, angiomax and zofran. In 2007 the patient presented to the ER with chest pain and an acute myocardial infarction (mi). The patient had stopped taking plavix. Angiography confirmed a thrombosis in the lad. An export catheter was used to remove the thrombus. Ivus was performed and showed the previously placed taxus 2.5x24mm stent was not apposed. A maverick2 3.0x9mm balloon was inflated up to 4 atms for 23, 31 and then 41 seconds. Medications used during this procedure include; zofran, integrilin and angiomax.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.